Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported feeling lethargic and disoriented. A glucose result of 122 mg/dl was obtained on a freestyle flash blood glucose monitor. A second glucose result of 48 mg/dl was obtained on an accucheck blood glucose monitor. The customer's daughter then took the customer to a local emergency room, where a glucose result of 28 mg/dl was obtained on an unknown brand of glucose monitor. Customer was diagnosed with hypoglycemia. D50 (dextrose) and orange juice with sugar was administered in order to stabilize glucose levels.